Event description:
The MFR representative reported the pt was showing overdose symptoms 15 minutes after the priming bolus after the pump implant. The symptoms included leg weakness, drowsiness, inverted nipples, and decreasing oxygen saturations. The hcp did have a "problem with telemetry in or but was successful in recovery." The total prime bolus was 460mcg which both the hcp and the MFR representative verifed as correct. The pt was admitted to the intensive care unit and responded to narcan. The pump was turned back on. The pt was discharged to home on the same daily dose as before the pump replacement surgery.